Event description:
I was delivered 3 different ICD shocks resulting from a sprint fidelis 6930 fractured lead. I was immediately hospitalized and received a new lead with the previous lead being "capped". Now I am stuck with a hospital bill that I cannot afford and I think medtronic should be responsible for all expenses incurred during this event. I was informed in 2008, by the medtronic representative that "they were only responsible for the first of the expenses incurred". I did not choose to have a defective unit installed and I don't think that I should be responsible for having it replaced. I need help in resolving this issue.